Manufacturer narrative:
Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Event occurred in egypt. It was reported that the patient experienced infusion set fell off event during use while swimming on (B)(6) 2026. The issue occurred on first day and site was buttock.